Manufacturer narrative:
In response to FDA report number: mw5088514. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported via regulatory agency that the left side "pain, burning, fever, shifting and change in appearance", "extreme fatigue, pain in left breast. Burning in both breast, dry mucous membranes, aches in muscle and joints, increased food and product intolerance, bloating, edema. Foggy." Healthcare professional later reported rupture. Device has been explanted. Device was not replaced.